Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was found in his yard unconscious. The patient¿s parent received a phone call from the fire chief notifying her that the patient had been taken by ambulance to the emergency room (ER). At the ER, the patient¿s cgm showed a sensor failure (big red "x" on the patient's tandem insulin pump) and his bg level was 1400 mg/dl. Since the patient was unconscious and the patient¿s parent was not with the patient during the event, it is not known how long the wearable was in a failure state or what the patient¿s last known cgm value was prior to the wearable failure. The wearable was removed and the patient was treated with IV fluids, IV insulin, potassium, magnesium, and anti-nausea medication. The patient was still in the ICU at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be high counts aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.